Event description:
After performing an atherectomy procedure to the vessel, this angio balloon was inserted. When it reached the site of primary calcium deposit, the balloon ruptured. Another angio balloon was inserted, and when it reached the site of primary calcium deposit, it also ruptured. The vessel was monitored, but no further intervention was required.